Manufacturer narrative:
Subject device is not available.

Event description:
During the thrombectomy procedure two passes were performed using the subject retriever device and three passes were performed with a competitor device in order to recanalize the distal end of the basilar artery. It was reported that during the procedure, CT scan identified a subarachnoid hemorrhage (sah) at the treatment area; however, no treatment was administered. Recanalization could not be obtained and shortly after an ischemic stroke occurred at the treatment area. Since recanalization could not be achieved via thrombectomy; additional treatment was not administered and the procedure was terminated. After the procedure, the patient had a nihss score of 15 and a tici score of 2b. The patient died approximately two months post procedure due to the inability to recanalize the occluded basilar artery. The physician reported that there was no relationship between the subject retrieval device and the patient's outcome of death, sah and ischemic stroke. However, the physician relates the sah to the procedure as it was confirmed during treatment. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
During the thrombectomy procedure, two passes were performed using the subject retriever device and three passes were performed with a competitor device in order to recanalize the distal end of the basilar artery. It was reported that during the procedure, CT scan identified a subarachnoid hemorrhage (sah) at the treatment area; however, no treatment was administered. Recanalization could not be obtained and shortly after an ischemic stroke occurred at the treatment area. Since recanalization could not be achieved via thrombectomy; additional treatment was not administered and the procedure was terminated. After the procedure, the patient had a nihss score of 15 and a tici score of 2b. The patient died approximately two months post procedure due to the inability to recanalize the occluded basilar artery. The physician reported that there was no relationship between the subject retrieval device and the patient's outcome of death, sah and ischemic stroke. However, the physician relates the sah to the procedure as it was confirmed during treatment. No further information is available.